Event description:
It was reported that the right ventricular (rv) lead had a high short interval counts (sic) due to oversensing and also had high rv pacing impedance and superior vena cava (svc) coil impedance. During the lead replacement procedure, an insulation failure was noted near the svc coil. The rv lead was capped and replaced. It was also reported that the right atrial (ra) lead had high impedance and low impedance spikes. During the lead replacement procedure, the physician observed that the atrial lead had an insulation break from the vein input. The ra lead was capped and not replaced due to a tight subclavian vein and the patient's device was programmed to vvi mode. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 6944-75 implantable defib lead, (B)(6) 2011. (B)(4).